Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event, the device cannot boot and is out of order. Review of the data did not permit to find a root-cause for the reported event. The most probable hypothesis is that a hardware problem caused the device to not be able to boot. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the light is off despite healthcheck done and the transmitter stays on for 7 hours at the office.